Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (7l47971), and no non-conformance's were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on (B)(6) 2021, it was observed that the 4.9mm healx adv sp bioc anchor device did not advance completely and its two sutures snapped as the anchor was pulled for re-deployment. According to the report, the surgeon tapped the anchor with a hammer, tensioned the sutures and turned the handle section on the device to deploy the device during the bridging method applied to the greater tubercle. The broken thread was completely removed and the remaining sutures were used with another anchor into a new burr hole with no problem with fixation to complete the procedure that resulted in less than 30-minute surgical delay. The status of the patient post-surgery was unknown. No additional information was provided. The device was brand new and the first use when the issue occurred.